Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range low-voltage shock impedance measurement. Technical services (ts) reviewed and advised there had been variation in shock impedance measurements since implant. Ts suggested reprogramming recommendations. This rv lead remains in service. No adverse patient effects were reported.